Event description:
First day of home hemo training using nxstage, pt started sneezing at start of treatment. Pt then became sob and anxious. Pt states he cannot breathe. Treatment stopped. 911 called. O2 applied, benadryl 50mg IV push given, saline connected to venous line solumedrol 100mg IV given. Pt still sob. Took home albuterol inhaler. Emt arrived, facemask o2 and nebulizer started. B/p 250/129, o2 sat 68. Pt was able to breathe once nebulizer started. O2 was 92%. Pt stood to get on gurney. Pt taken to local hospital per emt. Pt remained alert during entire episode. MFR ref: 3003464075-2014-00014.